Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a patient with a 27mm 11500a pericardial aortic valve, implanted for two (2) years and one (1) month, underwent a redo aortic valve replacement procedure due to unknown reasons. The explanted device was replaced with a 27mm 11060a aortic valved conduit. The implantation data card indicated that the device explant was not due to deficiency of the original device.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying pathologies.